Event description:
It was reported that while prepping to access port-a-cath and noted small extra piece of white plastic in canula hub of port needle. User called for another port needle and ensured it did not have the piece. No effect: did not reach patient/person: detected before use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device was determined to be inconclusive. One 19g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue on the sample. A microscopic observation revealed no damage or white material inside the luer hub. This complaint was determined to be inconclusive because the potentially implicated dust cap was not returned for evaluation. No damage or foreign material was found on the returned infusion set. This complaint will be recorded for future trending and monitoring purposes